Event description:
Info was provided by son: mother is in his home. There is a baby monitor in her room to monitor her activities and receivers are in various rooms in the home. They purchased the device for add'l monitoring, but reported they never been able to get it to work properly for their mother. The alarm worked sporadically. The lady managed to get out of bed and fell, breaking her arm. Son mentioned that her mother had dementia.

Manufacturer narrative:
Device was returned and evaluated. The alarm did not sound when tested. Disassembly of bed sensor pad showed that contacts were sticking together, most likely from an assembly error.